Event description:
On (B)(6) 2025, a female patient underwent a recanalization procedure using the cto crosser catheter. It was reported that prior to the procedure, while flushing the wire port, the valve was allegedly completely broken off. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a female patient underwent a recanalization procedure using the cto crosser catheter. It was reported that prior to the procedure, while flushing the wire port, the valve was allegedly completely broken off. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one crosser 14 s catheter was received for evaluation. Two photos were provided and reviewed. First photo shows the labelling information which is verified with track wise notification. Second photo shows the crosser device which the gw hub was noted to be detached, and detached part was present in the photo. Upon visual evaluation, the guidewire port noted to be detached, and the detached portion was returned. The marker band was present, and no damage noted. No anomalies were noted to the rest of the device. Upon microscopic observation, the break of the gw port showed a portion of the gw lumen protruding out of the plastic outer catheter. No functional testing was performed as the alleged failure mode was detachment. Therefore, the investigation is confirmed for the reported detachment as the guidewire port was noted to be detached. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.